Event description:
The manufacturer received information alleging a failure of the ventilator's internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issues.